Event description:
It was reported that, when the surgeon went to insert the pin with pin driver it coldwelded into the distal femoral jig. This happen it the process of making his distal femoral resection.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2012-01461.